Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biopsy procedure through fibroadenoma tissue, the device allegedly had a black unknown object at the incision edge of the needle during the operation. The procedure was completed using local anesthesia. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided biopsy procedure through fibroadenoma tissue, the device allegedly had a black unknown object at the incision edge of the needle during the operation. The procedure was completed using local anesthesia. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and complete vacuum assembly was returned for evaluation. On visual evaluation, the device appeared to have residue throughout and the aperture was received in partially open condition. And it was noted that the probe was received with the needle protector placed on the aperture. On microscopic evaluation, a black unknown material was noted on the cutter, cannula window and the distal tip of the trocar stylet. On additional evaluation, the device needle and aperture were noted to be bloody and contain human tissue remnants. The black unknown material noted during the initial inspection was reviewed and determined to be human tissue remnants. There was no evident of the reported black unknown object on the needle tip, cutter, in or around, the aperture window of the returned device. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation for the reported device contamination with chemical or other material is inconclusive as there was no evidence of the reported black unknown object on the needle tip cutter in or around the aperture window of the returned device. One electronic photo was provided and reviewed. Photo shows one encor probe laying within the packaging tray. The tyvek label is laying next to the device and the label was verified. The sample trap assembly was connected to the probe and noted to be bloody within the sample chamber. The removable probe cover was present on the device and needle protector was placed on the probe aperture. The aperture and cutting window could not be inspected as the needle protector was placed on the device. No anomalies were noted. Therefore, based on the photo review, the reported failure device contamination with chemical or other material could not be confirmed. A definitive root cause for the alleged device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.